Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving fentanyl, 100 mcg/ml concentration at 59.92 mcg/day dose, bupivacaine, 0.5 mg/ml concentration at 0.29959 mg/day dose, baclofen, 30 mcg/ml concentration at 17.975 mcg/day dose and dilaudid, 12 mg/ml concentration at 7.190 mg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that empty pump reservoir occurred. The hcp told the rep that the pump was empty. The event logs had not been accessed yet and the rep was not at the clinic at the time of the call. The patient went through withdrawal due to the empty pump and the low reservoir alarm volume was programmed at 1 ml with a date of (B)(6)2019. The hcp wanted to cut the concentrations of the drugs in half and remove the bupivacaine from the drug cocktail, programming the pump to minimum rate mode. The hcp had expired medication yesterday so they rescheduled the pump refill for today. The patient was due for a refill. The hcp and the rep decided to permanently shut down the pump and requested the pump off password. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that per the patient the pump went empty due to her refill appointment being rescheduled and transportation issues. No further complications were reported.